Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness and required unspecified treatment provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or (universal serial bus) usb cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed the returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader powered on only when pressure was applied to the cpu, but observed the battery was not charging. An extended investigation was also performed on the returned reader. There was no charger or usb cable in the package. Used a known good charger and the usb cable, the voltage surged to normal charging current. After some time, the button was pressed and the reader briefly turned on but crashed into a blank screen/ unresponsive. Charging continued, however, the reader remained unresponsive. Reflowed the crystal and replaced it with a known-good crystal. The charge continued, however it remained unresponsive. The reader turned on and passed the self-test only after using two pressure pads to provide greater pressure to the cpu. Using just one pressure pad resulted in a partial boot, but not a reliable boot. It boots up consistently with two pressure pads. Therefore, this issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness and required unspecified treatment provided by a third party. There was no report of death or permanent impairment associated with this event.